Manufacturer narrative:
Correction made to h6: type of investigation: replaced b18 with previously submitted b15. Correction made to h6: investigation findings: replaced c20 with previously submitted c13. Correction made to h10: the device was discarded therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph using the naked eye which observed a defect in the hand pump between the assembly of the top caps and barrel tubing. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause is supplier related. Due to the nature of the returned sample. No additional testing could be performed. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2021. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set leaked from the top of the pressure pump; further stated as coming from the seam. This was observed while hooked up to a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.